Event description:
It was reported that there were cracks on the display of the insulin pump. The drive support cap was also noted to be damaged. Customer's blood glucose reading at the time of the call was 69 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.